Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting up. Review of the log files shows incomplete startup. Upon troubleshooting fse found bootup issue due to suite pc software error. To resolve the issue, fse reinstalled the suite pc software and restored backup. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.